Event description:
It was reported that the pt underwent a successful right internal carotid artery stenting in 2005. During hospitalization, the baseline nih stroke assessment showed a complete hemianopia of the left eye. The post-procedure nih stroke scale assessment showed bilateral hemianopia; complete visual loss. A CT scan of the head and MRI/mra confirmed that the pt had a large occipital infarct that caused the visual loss. Neurology service was consulted and the pt was continued with IV hypertonic albumin and aspirin and plavix. Over the course, the pt's loss of vision improved significantly; however, there has been a residual visual defect specifically in the peripheral vision. The pt was discharged in 2005 to rehabilitation service for continuation of visual safety training.